Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "unknown alarm," which was not reproduced. The reported symptom was confirmed through review of the event history log by the presence of multiple events of system error 110 in the log. Evaluation determined cause was a failed motor assembly (seized). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed an "unknown alarm" during therapy (medication, programmed amount and delivery rate unknown). The customer stated "pump reported to been running an IV and alarmed then 'safety restart' message appeared." It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.